Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the unit was returned with the soft tip detached from the distal tip of the balloon. The detached tip was not returned. The remaining distal tip had a jagged edge. Quality engineering was unable to determine a specific root cause for this product issue; however, it is possible that it is related to outer diameter of the guide wire used. The tip may have weakened from interference with a large diameter wire, which possibly increased interference on the tip. Previously returned guide wires have measured above .015", and the rocket is designed for use with a 0.14" guide wire. Quality engineering concluded that the rx rocket met product specifications, and that no corrective action is warranted at this time. A review of device mfg records for this product did not reveal any nonconformity associated with this device. As part of quality process all rx rocket dilatation catheters are checked for tip clearance and guide wire movement. This MDR is considered closed.

Event description:
It was reported that following a ptca procedure, upon removal and wiping of the balloon catheter, tip separation occurred. No pt injury was associated with this event.